Event description:
This report is for an unknown screw. This is report 3 of 4 for file (B)(4).

Event description:
During a tlif procedure, levels l2 - l3, l4 - l5: after final tightening of the locking cap, surgeon decided to remove the locking cap and remove the screw to reposition and/or remove the screw due to the length of the screw. In the attempt to remove the cap, the screw driver shaft broke, the tip of another driver broke, and another driver's handle was loosened. All pieces were retrieved. The surgeon left the screw implanted and did not move the screw. It was noted by the consultant the torque limiting tool was not used.

Manufacturer narrative:
The device was used for treatment, not diagnosis.(B)(4)

Event description:
L3-l4 treated

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.